Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm rigid saddle ring was implanted. An atrial septal defect was also closed during the procedure. After the procedure, there was major bleeding. Surgical intervention was required to remove a hematoma.

Manufacturer narrative:
An event of bleeding after the implant procedure was reported. The device was reported to be functioning as intended and that there was no performance issues with the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the bleeding was caused by thrombocytopenia. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the device remains successfully implanted and is still working as intended. There were no performance issues with the abbott device. The bleeding was noted on the same day within a few hours of the procedure and was caused by thrombocytopenia. The bleeding was diffusely in the thoracic region with no localization. The patient's activated clotting time (act) levels were unknown. Heparin was administered during the procedure. Prior to procedure, the patient's international normalized ratio (inr) was 1.3, and post-procedure the inr was 1.0. No blood transfusion was required.

Manufacturer narrative:
An event of bleeding after the implant procedure was reported. Also reported was pneumothorax 3 days after the procedure. The device was reported to be functioning as intended and that there was no performance issues with the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the bleeding was caused by thrombocytopenia. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that on (B)(6) 2022, the patient experienced a pneumothorax. The pneumothorax was drained, and the event was resolved on (B)(6) 2022.